Manufacturer narrative:
H2) additional information was received. It was reported on 15-oct that the issue reoccurred again. Upon booting up the system to load exams, the monitor displayed no video detected. The next day, it was noticed the system had the legacy computer. H2) additional information: continuation of section d: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735817, serial lot: unknown, product ID: 9735786r, serial lot: unknown, and product ID: 9735823, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, lot number: s6psnu0wc04408w. H3, h6) the product ID: 9736411, lot number: s6psnu0wc04408w, returned to the manufacturer for analysis on 2024-10-25. In summary, no faults were found. The solid-state drive (ssd) booted without issues and functioned without failure. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735823, lot number: unknown, returned to the manufacturer for analysis on 2024-10-25. In summary, no faults were found. The returned cable was a non-standard generic hdmi cable. The cable had no physical damage and passed a continuity test with no opens or shorts detected. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735795, lot number: 18440405, returned to the manufacturer for analysis on 2024-10-25. In summary, no faults were found. The returned monitor displayed a good image with normal sound and touch function. The reported failure was unable to be replicated but it was noted it took several seconds of blank display to switch from one video input to the other. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735817, lot number: 180514, returned to the manufacturer for analysis on 2024-10-25. In summary, no faults were found. The returned in/out panel was replaced as part of a computer upgrade. There was no issue with the panel. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735786r, lot number: 2006d00812, returned to the manufacturer for analysis on 2024-10-25. The computer powered up when the main power was applied, but it did not display an image to the monitor due to a bad graphics card. Applicable ports all failed to display a signal. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the computer was upgraded and replaced. H6: codes d02, b01, c13 apply to the system (product: main cart 9735669 stealth s8 em ent, serial/lot: n08164512), and to the computer (product: computer 9735786r navigation s8 svc, serial/lot: 2006d00812). Codes d14, b01, c19 apply to the cable (product: cable 9735823 hdmi 3m s8 svc, serial/lot: unknown), to the monitor (product: monitor 9735795 hd m-touch 27in s8 svc, serial/lot: 18440405), to the I/o panel (product: I/o 9735817 panel assy-singl cart s8 svc, serial/lot: 180514), and to the solid-state drive (ssd) (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: s6psnu0wc04408w). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was again displaying "no video detected" on bootup. The issue was intermittent and a hard reboot resolved the issue. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735795, serial, lot: unknown, product ID: 9736325, serial, lot: unknown, and product ID: 9735765, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the error message, a0902 captures the message of the error, no video detected, and a110201 captures the context in which the error message was being received, upon boot-up. Additional codes) multiple annex g (img component) codes were applied to capture the products involved in this event. G02004 captures a cable, g0201402 captures a monitor, and g04037 captures a monitor cover. B5) additional troubleshooting was performed for this event. On 27-sep, the manufacturer representative reported the site experienced the no video detected again upon boot-up. On 01-oct, the manufacturer representative reported the external monitor booted to a black screen with the external monitor to the in/out panel and to the computer. The "enable external port" was toggled and the black screen was still there. Wire testing was performed and the "no video detected" error was unable to be replicated. Additionally, all the wires were ensured to be securely seated and connected correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.